Manufacturer narrative:
(B)(4).

Event description:
It was reported the pacemaker dependent patient presented in the or for a generator change when the rv pli had increased with inadequate capture thresholds. The lead was capped.